Manufacturer narrative:
The pump was received with all operating currents within specification and passed the functional testing including the rewind, basic occlusion, occlusion, prime, excessive no delivery, self test, unexpected restart and displacement tests. The pump passed the delivery accuracy test. No excessive no delivery alarms were noted. The pump was received with intermittent esc, act, express, up arrow and down arrow buttons due to flattened dome switches. No unlocked lcd keypad connector noted. The pump was received with a cracked case at the display window corners and display window, as well as minor scratches on the display window and case.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level. The customer¿s blood glucose level was over 600 mg/dl. The customer also experienced different blood glucose level of 105 mg/dl and 115 mg/dl. Customer did not report any symptoms related to high blood glucose. Troubleshooting was declined by the customer for high blood glucose level. The insulin pump will be returned for analysis.